Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 08oct2024, 15oct2024, and 22oct2024 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a cooling fan speed error alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and wanted to verify the part information so that they could order a replacement. The rse provided the part information for the cooling fan. This investigation is ongoing.